Event description:
It was alleged that during use on a pt an over-infusion occurred. It was noted that the rate was set at 18ml/hr and 100ml had delivered within one hour. There was reportedly no pt consequence.